Manufacturer narrative:
The device was returned as part of the asset return process which found the following issues: front panel was broken, and the power button was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The visera elite xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus, the lens base was broken was found as a reportable issue. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the broken lens base was not established. Olympus will continue to monitor field performance for this device.